Manufacturer narrative:
The event unit was returned for evaluation. The jaws of the device were lightly covered with blood and the blade channel had heavy amounts of blood and eschar build up. The device was examined and engineering found no damage to the mating features on either the knob or the knob collar. Engineering attempted to replicate the customer experience, but was unable to duplicate the results. The device met specifications and performed as expected during testing. Although the root cause of the rotational knob separating was unable to be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "this device was given as a replacement device of the previous cer on a eb010 in (B)(6). This device didn't fail, but...suddenly, without first noticed by the user, the turning black know fell of the device. On the surgical field, on the drapes! It was almost at the end of the procedure, so there was no that much to be done anymore, but its the first time, I saw this, without doing special actions/motions, this knob came off the device. The surgeon still, used the device to complete the intervention, but not possible to 'turn' the shaft anymore." Patient status - ok.